Manufacturer narrative:
The astral device was returned to a third party service center for evaluation and service. The customer was issued a replacement top case and battery to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and failed internal battery. There was no harm or serious injury reported as a result of the incident.